Event description:
Provider alleges consumer alleges the hand control sparked, began to smoke, and allegedly a small flame appeared. Consumer immediately threw the hand control to the ground allegedly sustaining a burn in the process. Consumer also alleges that black smoke residue is visible on her wall.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.